Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the image was foggy due to a damaged charged coupled device (ccd) unit, water tightness was lost due to a dent on the distal end, the bending section cover adhesive was chipped, and the objective lens was cracked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although the foggy image was confirmed through evaluation of the device and the damaged objective lens was likely due to stress of repeated use, external factors, or handling, a definitive root cause of the foggy image could not be determined. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the instructions for use (IFU). If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the image of the laparo-thoraco videoscope was blurry and there was an air leak. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the image was foggy due to a damaged objective lens. The report is being submitted due to the defect found during evaluation.